Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the left ventricular lead exhibited fluctuating pacing impedance; the lead also exhibited elevated capture thresholds when the impedance dropped. The patient was asymptomatic. No intervention was reported. The patient would continue to be monitored.